Event description:
Additional information received reported that it was unknown whether the pneumonia was confirmed to be related at all to the implant procedure. It was reported that the patient had been in the hospital for 5 days. It was reported that the pneumonia was resolving.

Event description:
It was reported that the patient had pneumonia. Specifically the patient stated that ¿someone in respiratory care (supposedly in the or during his surgery) messed up and gave them pneumonia". The patient was admitted to the ICU to treat the pneumonia. The patient was seen on their first follow up visit and was wearing a mask and was upset and angry. The patient status at the time of the report was ¿alive ¿ no injury¿. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).